Manufacturer narrative:
The device was not returned. The lot number is unknown therefore the device history record could not be reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable tor unwilling to provided any further patient, product or procedural details to bard.

Event description:
It was reported by the patient that the foley was placed before the start of the patient's procedure. During the procedure, it was found by hospital staff that the foley was unable to be flushed. The patient alleges she suffered bleeding and perforations due to the malfunction. The patient is unable to verify exactly where the perforations occurred. Patients foley was replaced. She reports she had a heart attack while in the hospital and is unsure if the malfunction could have contributed to this event. There has been no information confirming the allegement. Based upon the information provided it is unclear whether the product was used off label or according to the IFU.